Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported on (B)(6) 2025, patient mrn# (B)(4) was brought to or room #1 for a cystoscopy and insert ureteral catheters by the physician and a laparoscopic low anterior rectum resection by another physician. During the cystoscopy physician was unable to insert the ureteral catheters but was able to place an 18 french foley ref# a303418a. At the start of the part of the procedure the foley did not stay in the patient and fell out of the patient. On request of the physician another foley was brought into the room and placed in the patient. That was a 16 french foley ref# a303416a, as the procedure was going on that foley fell out as well. Two more 16 french foleys were placed ref# a303416a with the same results. And then attempted to place a 16 french 2way coude ref# 0170si16 and a 18 french 2way coude ref# 0102l18 with the same results. Physician was asked to assist at this point and was able to successfully place a 20 french 2way coude ref# 0102l20.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported on (B)(6) 2025, patient mrn # (B)(6) was brought to operating room # 1 for a cystoscopy and insert ureteral catheters by the physician and a laparoscopic low anterior rectum resection by another physician. During the cystoscopy physician was unable to insert the ureteral catheters but was able to place an 18 french foley ref # a303418a. At the start of the part of the procedure the foley did not stay in the patient and fell out of the patient. On request of the physician another foley was brought into the room and placed in the patient. That was a 16 french foley ref # a303416a, as the procedure was going on that foley fell out as well. Two more 16 french foleys were placed ref # a303416a with the same results. And then attempted to place a 16 french 2way coude ref# 0170si16 and a 18 french 2way coude ref# 0102l18 with the same results. Physician was asked to assist at this point and was able to successfully place a 20 french 2way coude ref # 0102l20.